Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted within a patient on (B)(6), 2010. According to the complainant, the delivery system was advanced over the guidewire and positioned in the patient's esophagus. Once in position, the deployment suture was pulled to release the stent. After 2 cm of the stent had been deployed, resistance was felt and then the deployment suture broke. The stent delivery system was removed and there was no noticeable damage to any part of the device. The procedure was completed with a second ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patients condition post procedure was reported to be okay.

Manufacturer narrative:
(B)(4). (Stent partially deployed; deployment suture broke). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted within a patient on (B)(6), 2010. According to the complainant, the delivery system was advanced over the guidewire and positioned in the patient's esophagus. Once in position, the deployment suture was pulled to release the stent. After 2 cm of the stent had been deployed, resistance was felt and then the deployment suture broke. The stent delivery system was removed and there was no noticeable damage to any part of the device. The procedure was completed with a second ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patients condition post procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was partially deployed by approximately 40 millimeters. The deployment suture thread was broken at approximately 860 millimeters from the point of release from the stent. The broken deployment suture thread was inserted in through the skive on the shaft but was not exiting the hub of the device. It was possible to retract the remainder of the deployment suture thread by hand and complete the deployment of the stent without issue. A visual examination of the deployed stent found no anomalies. A visual and tactile examination of the shaft of the delivery device found no issues. It is not possible to conclusively determine whether the suture break occurred due to the possibility of high deployment force been used during the procedure. A review of the manufacturing documentation did not indicate any anomalies during the manufacture of this device. Based on the condition of the returned device, the most probable root cause is design. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.